Event description:
It was reported that the a kit of rhbmp-2/acs in a maxillary procedure. Post-op, it was discovered that the kit had expired approximately 4-5 months prior. The surgeon made a decision with the patient to reoperate to remove what they can of the device.

Manufacturer narrative:
(B)(4): the lots of the suspect device was used are lot m110901aah and m110814aah. The expiration date of lot m110921aah is 07/31/2010; the expiration date of lot m110814aah is 03/31/2010. The manufacture date for lot m110901aah is 07/29/2009; the manufacture date for lot m110814aah is 10/03/2008. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.